Event description:
It was reported that when initiating a versajet, there was interference on an electrocardiograph. The surgeon changed to another electrocardiograph but the interference persisted. The surgery was continued, using different power sources for both machines.